Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, patient presented with degenerative disc disease and stenosis; and underwent a surgery at c5-c6 and c6-c7 using discs, rods, screws and plates. Post-op,the patient had vocal cord paralysis. According to the surgeon, the patient was not improving with arthroplasty device. It was also alleged by the patient that the disc was installed wrong. Hence, on (B)(6) 2019, a revision surgery was performed, in which the surgeon explanted the discs; and the procedure was converted to fusion. Decompression was also performed during this surgery. No patient complications have been reported currently.